Event description:
Note: the complainant could not provide the exact model of the device. It was reported to boston scientific corp that an initial g-tube was used during a percutaneous endoscopic gastrostomy procedure performed in 2009. According to the complainant, during the procedure, the physician was unable to push the peg through the stoma site to the outside of the stomach. The pt was scoped to visualize the stomach and it was observed that the tip of the peg tube was twisted. Everything was removed from the pt. The physician sent the pt to the operating room to surgically place the device as the physician was having difficulty placing device and feared a perforation might occur if he continued. The device used to complete the procedure was not identified. The site did not report a perforation. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.